Manufacturer narrative:
H3 other text : device serviced by third party service technician.

Event description:
The device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, foam particles are not visible. The device was visually inspected/scrapped and found corrosion on metallic surfaces. Dust and dirt contaminants were also found in device. Power connector of the unit is corroded, and verify device is not connected in a power source. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, foam particles are not visible. The device was visually inspected/scrapped and found corrosion on metallic surfaces. Dust and dirt contaminants were also found in device. Power connector of the unit is corroded, and verify device is not connected in a power source. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.